Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 40 and blood glucose was 150 mg/dl. Customer also received a calibration error alarm and a change sensor alert. Customer declined troubleshooting due to not wearing sensor at the time of call. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.